Manufacturer narrative:
This report is related to previously reported complaint of loss of capture and noise over-sensing, MFR number 2017865-2020-16902.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was noted with high rv thresholds and some noise on the rv lead. There was some rv oversensing due to the noise on the rv lead. The rv lead was explanted and replaced. The patient was stable.